Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The actual sample was circulated with bovine blood. During circulation at each flow rate, an air volume of 1ml/sec. Was sent into circulation for a time period of 30 seconds. No air came through the filter out of the oxygenator module. The cause for the reported event cannot be definitively determined based upon the available information since the investigation results verified that the actual sample was the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: the perfusionist noticed bubbles about 4 minutes after initiation of ecc; the pump was stopped by the bubble detector; the perfusionist circulated the priming solution and de-aired for more than 45 minutes with flow of 7l/minute before ecc, more than the recommended 10 minutes; the procedure was completed successfully; and the patient was not harmed.